Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that mayfield skull clamp (product ID unknown) was used during suboccipital chiari decompression surgery with c1 laminectomy. The patient's head was clamped into mayfield pins system with his neck flexed, exposing the suboccipital fossa. When the pins were removed during the procedure, laceration was identified to both right and left side of his scalp approximately one inch which was stapled to close. Although the patient's lacerations have healed, he has unsightly one-inch scars on the right and left sides of his head and continues to feel pain and numbness in those areas of his skull and will likely have this disfigurement for the rest of his life.

Manufacturer narrative:
The mayfield skull clamp was not returned for evaluation; therefore, an evaluation of the device could not be performed. However, investigation using a photograph provided by the patient's attorney was performed as follows: failure analysis & root cause - evaluation of the device could not be performed, and device history record (DHR) could not be reviewed as lot/serial number information was not provided. A medical assessment was performed, see details below. Medical assessment: upon review of the photograph provided, operative and follow up notes, it appears the injury is not device related but that the device was mal-positioned too far posteriorly towards the occiput and also too far superiorly or cranial. No documentation of the left side laceration, or treatment and sequelae for either injury is noted. The last sentences of the operative report, "the patient had had the pins removed during the procedure and laceration was identified on the right side of the scalp. This was stapled closed. There had not been significant blood loss from the site during the procedure" and so makes no mention of a left side laceration. The operative report states that the patient was placed "prone on chest rolls and his head was clamped in mayfield pins with his neck flexed, exposing the sub-occipital fossa. The head of the bed was placed in reverse trendelenburg position to elevate the heart slightly above the heart and the shoulder were taped caudally with the buttocks suspended in a sling." In prone positioning it is imperative that the skull clamp be applied per the instructions for use (IFU), "along the centerline of the patients head with pins entering the skull perpendicularly. Failure to properly position the patients head could result in patient injury such as scalp laceration due to skull pin slippage." The hospital did not file a complaint for a mayfield skull clamp malfunction nor was product ever returned for evaluation, which indicates that the site did not believe there to be a device malfunction. Additionally, there has been no notification that indicates the device has been quarantined and so it is assumed to continue to be in use without additional instances of complaints of malfunction. Root cause: the definite root cause cannot be identified as the device was not returned. Based on the reported complaint, the probable cause for the reported incident is improper placement of the skull clamp on the patient. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.